Event description:
Clinic notes received indicated that the patient felt electrical impulses in the back of her neck and the experience of bugs falling on her back. It was noted that the patient was worried that the vns was malfunctioning. The physician noted that the battery was at ifi (intensified follow-up indicator)=yes. The patient was referred for battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from the patient's physician. The reason for generator replacement was noted to be low battery ifi (intensified follow-up indicator)=yes. The physician's assessment of the patient feeling electrical impulses on the back of her neck and bugs falling on her back were noted to be likely unrelated to vns as the symptoms had resolved without any change to the patient's treatment. No intervention was reported for the electrical impulse and bug falling sensations.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded during surgery. The explanted product has not been received by product analysis to date.